Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the radiologist attempted to peel the peel-away sheath, the plastic material tore, leaving a portion of it inside the patient. The radiologist was able to retrieve the remaining piece using forceps immediately". After the sheath was removed with forceps, the PICC line was placed successfully. The patient had no harm or health consequences from this incident.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The customer report of a sheath tearing incorrectly was able to be confirmed as the photo displayed the sheath extrusion torn partway down the body. The customer returned one sheath for analysis. Definite signs of use were observed on the returned sample. Visual and microscopic analysis revealed that the peel away sheath completely torn down both score lines with both extrusions were still molded to the sheath tabs. One side of the extrusion was torn partway down the body. The appearance of the sheath tear along the score lines was additionally scalloped, which is not the intended appearance of the sheath once torn. The overall length of the sheath measured 4" which is within the specification limits of 3 7/8 - 4 1/8" per the sheath product drawing. The sheath outer and inner diameters could not be measured due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed and multiple relevant findings were identified. Several non-conformances were created for part number eb-01051-002 with batch 34c23k0159 and batch 34c23k0253. The non-conformances were opened for the peel-away sheath tears incorrectly failure. The IFU provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis.". The customer report of a peel away sheath tearing incorrectly was confirmed through investigation of the returned sample. Visual examination of the customer photo and returned sample displayed the sheath extrusion torn partway down the body. The appearance of the score lines was additionally scalloped, which is not the intended appearance of the sheath once torn. Therefore, based on the customer report and photo , manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "when the radiologist attempted to peel the peel-away sheath, the plastic material tore, leaving a portion of it inside the patient. The radiologist was able to retrieve the remaining piece using forceps immediately". After the sheath was removed with forceps, the PICC line was placed successfully. The patient had no harm or health consequences from this incident. The associated emdr report numbers are 9680794-2025-00009 and 9680794-2025-00099.